Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported post a biliary stent placement procedure, the stent occlusion occurred. A 10mm x 60mm rx wallstent permalume stent was implanted in the distal biliary duct. Approximately 7 days later, the pt presented with stent occlusion and recurrent obstructive symptoms, and underwent an unspecified procedure to remove the stent utilizing an unspecified snare and extraction balloon. Another 10mm x 60mm rx wallstent permalume stent was placed. The pt's status is unknown; however, it was noted that the pt's symptoms "resolved with stent removal and replacement".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.